Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that on (B)(6) 2011 the patient obtained blood glucose readings of 500 mg/dl and 600 mg/dl. At that time, the patient was experiencing the symptom of vomiting. The patient was taken to the emergency room, and admitted to the hospital with a diagnosis of dka. The patient received intravenous insulin treatment. When the pump was removed in the hospital, the nurse found the cannula was bent. The reporter noted there were two other occasions of elevated blood glucose levels and she had discovered bent cannulas. On the day prior to this event, the patient had replaced the infusion site and afterwards her blood glucose levels rose to 300 mg/dl and 400 mg/dl. Troubleshooting revealed the pump's settings and programming were correct, all basal/bolus total doses correctly matched those programmed, and there were no air bubbles or leaks in the tubing. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect in that the infusion set had a bent cannula, resulting in under-infusion of insulin. However, as the patient suffered symptoms of severe hyperglycemia and was admitted to the hospital with a diagnosis of dka, this complaint is being reported.